Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. Following pre-dilation, a 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. There were no complications reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. There was blood in the guidewire lumen and the balloon was loosely folded. There was a longitudinal tear 6mm in length, 4mm from the tip of the device. Product analysis confirmed the reported event, as the device had a longitudinal tear in the balloon.

Event description:
It was reported that balloon burst occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. Following pre-dilation, a 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon burst. The procedure was completed with another of the same device. There were no complications reported and the patient's condition was fine.